Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sep2019. The manufacturer¿s field service engineer (fse) replaced the defective user interface assembly to address the reported problem. The unit successfully passed the required performance verification test. Failure analysis of the returned part indicates: the root cause for the reported issue is due to the burn out cold cathode fluorescent lamp (ccfl) backlight which caused the dim display. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the display is dim. There was no patient involvement.